Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The shunt system was returned in a returnkit in an unknown liquid. The valve was set to 0 cmh2o pressure. A visual test was performed and a slight indentation of the housing membrane was found. The penetration test was performed by checking if the valve was clogged. Also a permeability test was performed. This test was used in a hydrostatic pressure difference of about 30 - 40 cmh2o and carried out in the flow direction. The test showed that the valve was permeable. All the pressure stages were tested in to adjust the valve up and down and an adjustment was possible. A break force test was performed to measure the break release force; the valve was equipped with a brake force gauge. Here it measures the force on the case and must be exercised to release the rotor to the valve to adjust the magnet integrated in the device. In this case, the measurement of the braking force resulted in a failure. It was also determined that that the housing membrane was slightly dented which resulted in the failure of the brake function being unclear. No further actions are required.